Manufacturer narrative:
(B)(4) final report. The medwatch report received at corin on 24 aug 2017 did not contain any device details, the name of the hospital where the event occurred or the name of the revising surgeon and thus additional information could not be requested. X-rays, operative notes, the explanted devices and patient details were not provided and based on this, corin have been unable to conduct any investigation and this case is now considered closed. Please note: if any additional information is provided then this case may be re-opened for further investigation.

Event description:
Corin received medwatch report (mw5071481) regarding a cormet revision after approximately 7 years and 6 months as a result of implant fracture and associated pain.

Manufacturer narrative:
(B)(4) initial report. Additional information has been requested in order to progress with this investigation and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed.

Event description:
Corin received a medwatch report (mw5071481) regarding a cormet revision after approximately 7.5 years as a result of implant fracture and associated pain.